Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2020-21465. It was reported the patient the patient had a fever that lasted two days and was vomiting. Patient also reported a pulling in their low back when looking down. As a result, the patient had their trial system removed. The fever later subsided and the patient stopped vomiting.